Event description:
It was reported that while in a programmer session with the device the programmer locked up and was not able to navigate for further device testing. The programmer was re-booted and was able to continue with no problems; however, it is noted that the diagnostics were cleared. The programmer remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.